Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No puncture was noted, although the dilator distal tip had been split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage remains unknown.

Event description:
During an atrial fibrillation procedure, during atrial septal puncture, the puncture needle penetrated the sheath. After replacing the puncture needle and sheath, the puncture was successfully completed without complications or adverse patient consequences.